Manufacturer narrative:
Product complaint # ==> pc-000238236 date sent to FDA: 8/14/2018 additional information was requested and the following was obtained: 1. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No 2. Was the ampoule crushed repeatedly? Doctor said that he always has to squeeze twice to get all the dermabond out. 3. What was done to treat the shard penetration? Tested the doctor and patient for hiv,etc. 4. Was medical or surgical intervention required? No 5. What is the status of the surgeon injury today? Spoke to doctor yesterday and he is fine. Can you identify the lot number of the product that was used? No

Manufacturer narrative:
Product complaint # (B)(4). Evaluation summary: the actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for used states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? 2. Was the ampoule crushed repeatedly? 3. What was done to treat the shard penetration? 4. Was medical or surgical intervention required? 5. What is the status of the surgeon injury today? 6. Can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent an evar procedure on (B)(6) 2018 and topical skin adhesive was used. During the procedure, the glass from the topical skin adhesive cut the surgeon. There were no patient consequences reported. Additional information has been requested